Event description:
The patient's solicitors reported that in 2004 the patient underwent a total left hip replacement seven months later, at the hospital, where the patient was implanted with a stryker exeter stem, v40 femoral head. They further report that in 2008 the patient's leg collapsed causing him to fall whilst crossing a road. It was further reported that the patient was in severe pain and was suffering a shortening an rotation of the left leg. It was xrays revealed that the neck of the exeter stem had fractured and that a revision was undertaken the following month, at another hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.